Manufacturer narrative:
Arkray attempted to gather strip lot information during initial call and request the return of subject meter and test strips. Actual products were not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter are returned, arkray will evaluate the product and file a follow-up report.

Event description:
(B)(4). Customer was unable to read test strip information. Customer called stating she needs to replace her meter due to her readings being high and ending up in the emergency room. The patient described waking up around 5 am on (B)(6) 2024, and feeling unwell and experiencing increased sweating and warmth. She stated for breakfast she had two eggs and an orange and did not eat anything from 12-8 pm. She gave herself 80 units of lantus at noon. Throughout the day, she monitored her blood sugar levels, noticing they remained elevated. She stated her readings normally range from 63-189. Her reading caused concern when she stated it was reading around 285-300 still late in the afternoon. At 8:35 pm, she stated she performed a blood test with a reading of 263, she waited for it decrease but stated it did not. This is when she asked her son to take her to the ER for further evaluation. She stated her blood glucose was re-tested and found to be 140. Medical staff opted for monitoring rather than intervention, and they stated to her this is a normal reading, and the meter could potentially defective and advised to replace meter. Replaced meter, strips, control solution and sent return label.